Event description:
It was reported the patient had a revision procedure 2 years post-implantation due to osteolysis, pain and loosening. Subsequently, all components were revised expect the patella. The surgeon noted during the revision procedure that the bone cement had adhered to the femoral and tibial implants, but not the patient's bone. Further, the surgeon noted the patient had extensive scar tissue that was excised. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: articular surface fixed bearing; p/n: 42521000414, l/n: 62632059, femur cemented; p/n: 42502605801, l/n: 63702261, tibia cemented; p/n: 42532006701, l/n: 63683014, all poly patella cemented; p/n: 42540000032, l/n: 63764251, palacos rg 1x40 single; p/n: 00111314001, l/n: 85714575l16, qty: 2. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04227, 3007963827 - 2019 - 00281, 0002648920 - 2019 - 00721. Remains implanted.

Event description:
It was reported the patient is experiencing osteolysis, pain and loosening after initial surgery. Subsequently, a revision procedure is indicated to be necessary. However, no revision procedure has been reported to date. No additional patient consequences were reported.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.